Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received insulin flow block alarm. The customer¿s blood glucose level was over 600 mg/dl. The customer's other blood glucose was 256 mg/dl. Customer was assisted with troubleshooting. Customer tried all the remedies. Customer state that insulin did not exist. The insulin pump will be not be returned for analysis.